Event description:
Customer reportedly received results of 400 mg/dl and 100 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.